Event description:
Country of complaint: (B)(6). Needle detaches easily.

Manufacturer narrative:
Samples received: 18 unopened racepacks. There are previous complaints of this code batch. There are no units in OEM stock. We have tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM, we conclude that the complaint is justified. Corrective/preventive action: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.